Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent revision breast augmentation with an unknown mentor breast implant experienced contour cutaneous deformity post procedure. The patient reported that the new surgeon had to fix previous surgeons mistakes of muscle issues and had to go larger because of divots in her breast. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3507501bc, sn#: (B)(4), r/ cat#: 3507501bc, sn#: (B)(4) on (B)(6) 2015. This report relates to the left prosthesis. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.